Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was very slow to boot up and slow between commands, a "fatal error" has appeared multiple times, and sometimes the screen has been unresponsive. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of a system error code, however, analysis was unable to confirm that the programmer was slow to boot and the display was unresponsive. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.